Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(6), serial: (B)(6), batch: a000046985.

Event description:
It was reported that during ipg replacement procedure ( ipg met normal longevity) on (B)(6) 2024, it was observed that one of patient's lead had high impedance. As a result, surgical intervention was undertaken on (B)(6) 2024 where the lead was replaced to address the issue. It is unknown which lead had high impedance.